Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 392 mg/dl. Customer had symptoms of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump.